Manufacturer narrative:
(B)(4). The t:slim g4 system documented in b5 and d11 is being reported under the MFR- 3004753838-2016-22820

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an intermittent out of range signal that occured on both the insulin pump and the continuous glucose monitoring system. No additional patient or event information is available.